Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified volume of normal saline at an unspecified rate. It was reported that during priming prior to patient use, the tubing separated from the filter of the tubing set. No specific details were provided. The customer contact reported that an unspecified volume of solution leaked. The tubing set was replaced and the therapy was initiated. No additional information was provided.